Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During evaluation, the device failed a test step. The oxygen blending module flow element, flow sensor assembly and the device's blower motor and harness were replaced to address the issue.